Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in ccd driver pcb. In addition, we confirmed that the light guide cable buckled, the segment deflection, the remote control buttons leak, the remote control buttons defective, the root brace rubber fluid damage, the bending rubber leak, and the operation channel clogged; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).